Event description:
After thorough review of our documents, we have determined that this event is reportable. Please reference bsc ID (rcps) 649091. It was reported that a pt underwent a pelvic floor reconstruction procedure in 2004. The suture carrier arm fractured during deployment. The broken pieces were attached to the suture. Another device was used to complete the procedure. Difficulty was encountered when using the second device. After an extended period of time, the procedure was successfully completed with second device. No pt complications were involved.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Date filed: 22 june 2006.